Event description:
It was reported that the patient underwent a pelvic floor repair in 2006. After completion of an uneventful case, a rectal exam (while still in the or) revealed a rectal injury. The vagina was reopened and the entire mesh removed. The rectum was not repaired, but the area irrigated and the patient started on antibiotics. No drain was placed. The rectal injury was approximately eight centimeters from the anal opening and to the right of the midline. The injury was a puncture of the rectum from posterior to anterior and was less than five millimeters in diameter. The surgeon made one pass with the trocar during the procedure and no particular difficulties were noted with placement. The bowel was medially displaced with a retractor. Extensive tissue dissection was not necessary, or performed during the procedure. On postoperative day one, the patient is doing well. The physician believes that this was a trocar injury rather than a dissection injury, but is unsure.